Manufacturer narrative:
Additional information was received that the patient was not able to charge the ipg since being defibrillated. The physician suspected a malfunction due to defibrillation. The explanted device was not returned to bsn.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4) device evaluation indicated that the device is not functional. The u1-analog ic was damaged. The device exhibited excessive sleep current leakage (266.3 ma). A hot spot was observed on u1-analog ic (53.6°c). The impedance between vh and ground was 12.8 ohms. The ipg exposure to defibrillation resulted in the reported complaint.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.